Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 74 mm diameter abdominal aortic aneurysm. The aortic neck was 25, 26, 27, 28, 29 mm from proximal to distal with a length of 17.5 mm and moderate angulation. The right iliac was 24, 29 mm from proximal to distal with a length of 3.9 cm with mild calcification. The left iliac was 14, 16, 15, 13 mm in diameter with a length of 4.7 cm. It was reported that this patient had a right limb occlusion on an unknown date. The patient is morbidly obese and developed abscesses around the groin area post operatively and is unable to have a fem-fem bypass done at this time, or even a catheter based procedure. The patient is on an unknown blood thinner and might need to have a foot amputation. At the time the patient presented at the ER they were in critical condition and it appeared that the occlusion had been there for some time (unknown how long). The physician did not see anything in the film that would explain clearly the occlusion (cause is unknown). It was also reported that this patient had right hypo coil which increases risk of limb thrombosis. The patient will be monitored. No additional clinical sequelae were reported. Review of pre-implant cta¿s revealed that the proximal neck was angulated approximately 90 degrees (a-p). The proximal neck flow lumen diameter was approximately 25mm. The maximum diameter aaa was 7.3cm. The distal aortic diameter was 3.5 x 4.0cm. Both iliac arteries were severely tortuous and calcified. The right common iliac was aneurysmal to 30mm diameter; proximal and distal to aneurysm the right common iliac artery was narrowed and calcified. Review of images 5 weeks post-implant revealed that the bifurcate was positioned within the angulated neck. The ipsilateral limb and extension were placed down into the right external iliac, and the contralateral limb into the left common iliac artery. Beginning at the flow divider, the ipsilateral / right limbs were totally occluded. Distal flow resumes in the right femoral. The contralateral limb was patent. Within the aaa sac, the ipsilateral limb ID measured 15mm, was 9mm within the right common iliac artery aneurysm, and was narrowed down to 6mm ID within the right external. The maximum diameter aaa was 7.5cm and no endoleak was seen. The cause of the occlusion is uncertain, however, it is possible that narrowing of the stent graft within the small and calcified right external iliac, may have restricted the flow enough to have contributed or cause the vessel occlusion. This may also be a patient related issue; poor distal runoff.